Manufacturer narrative:
A non-safety medical device correction was completed on august 12, 2015 and a manufacturing change implemented to address the root cause. All potentially impacted alcon customers have been contacted, trocar plugs made available and other risk mitigations discussed. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that the valved trocar cannula's continue to leak during ophthalmic procedures. Additional information and a product sample have been requested.

Manufacturer narrative:
No sample has been returned for evaluation; therefore, the condition of the product could not be verified. A device history record review was conducted; no anomalies were found. The product was released in accordance with all product acceptance criteria. A complaint history examination indicates that this is the forty fifth complaint and the forty fourth complaint for leaking received against the components of the final finished lot reported. The root cause for the defects experienced by the customer cannot be determined, because no sample was returned and the device history record of the lot number provided indicated product was released according to the product¿s acceptance criteria. Due to an observed increased trend for this event, an internal investigation was initiated to determine if corrective and preventative actions were necessary. A root cause for the increased complaint rate was found to be related to a manufacturing post assembly inspection practice. The post assembly inspection has been discontinued and an effectiveness check has been established and will be monitored periodically. (B)(4).